Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an allergic reaction to the infusion set sites causing "huge sores". Tandem technical support attempted to contact the customer multiple times to obtain more information; however, no response was received.